Event description:
Customer reported an unexpected negative reaction was observed when testing an anti-fyb with panoscreen, lot 07022, cell ii.

Manufacturer narrative:
The presence of the fyb antigen was confirmed for cell ii of the retention lot and for both cells I and iii of the returned product and the retention lot. Cell ii of the product returned by the customer demonstrated diminished reactivity of the fyb antigen. According to product labeling, as required by 21 cfr 660.35(I), "the reactivity of reagent red blood cells may diminish over the dating period. Rate at which antigen reactivity (ie, agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the manufacturer." There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.